Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation, it was reported that, cook® multi-use holmium laser fiber broke during retrograde intrarenal surgery (rirs) in the kidney of a patient of unknown age and gender. The operation theatre (ot) staff opened a new device to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence a photo provided the customer confirms the device failure. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. Upon inspection, the laser fiber shaft was separated at the rubber hub. The point of separation appears to be charred. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_h30m_rev3] ¿h-30 holmium laser fiber (multi-use),¿ provides the following information to the user related to the reported failure mode: "warnings, do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Discard fiber if visible light leakage is observed. Any deviation(s) to the reprocessing instructions prescribed in this IFU may damage the device and result in a device which has compromised sterility or is not fully reprocessed to relevant standards and guidelines. Precautions to avoid reducing the life of the fiber, follow these precautions: do not improperly handle the fiber. Do not lase at high power for extended periods of time. Do not lase continuously with the fiber tip in contact with the tissue. Do not lase with a fiber that has a contaminated or damaged proximal end. Do not operate a laser with poor beam alignment or focus. Do not subject the fiber to sharp bends during handling, use, or storage. Always keep the proximal connector end dry and free of contaminants. Discard any laser fiber that is cracked or broken or does not meet minimum power transmission standards. Do not use this laser fiber in the presence of flammable anesthetics or combustible materials. Ferrule dust cap should stay attached when fiber is not connected to the laser system. Do not exceed recommended power limits. Instructions for use, 9. Check the integrity of laser fiber by using visible aiming beam from laser system. Observe visible light profile out of laser fiber tip. The profile should be a well-defined round or oval pattern. If output beam is not round/oval pattern, or visible light leaks from any spot along the length of the fiber shaft, then the fiber core is broken and the fiber should be discarded as hazardous waste." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the laser fiber breakage could not be determined. Many factors could have contributed to the laser fiber breakage such as device deflection, variation in the material properties, or having an energy applied that exceeds the recommended power limits. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
It was reported that, cook® multi-use holmium laser fiber broke during retrograde intrarenal surgery (rirs) in the kidney of a patient of unknown age and gender. The operation theatre (ot) staff opened a new device to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence a photo provided the customer confirms the device failure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.